Event description:
The manufacturer received information alleging a patient expired while using the bipap synchrony on (B)(6) 2012. The manufacturer was made aware of the event on (B)(6) 2012. There is no allegation of device malfunction. The device is in the possession of the police and has not been returned to the manufacturer for evaluation. A follow up report will be submitted when the investigation is complete.